Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-03555. It was reported the pt experienced a csf leak during his trial procedure and later developed a headache. The pt was prescribed medication and advised to drink fluids to address the headache. The pt did not take the medication and the trial leads were explanted before the scheduled time. F/u identified the headache has resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.